Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a (B)(4) paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed bts test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood and low blood glucose levels. The insulin pump advised her to change the sensor. The blood glucose level was 50 mg/dl and suspended the pump. She treated with a juice box the sensor glucose reading was 40 mg/dl and the blood glucose level was high 400 mg/dl. The customer treated the high with the insulin pump. The customer reported sensor and calibration errors. The customer completed troubleshooting. The product will be returned for analysis.